Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition. No asystole was noted. The ra lead was surgically abandoned and replaced. The lead was found to have insulation damage. No additional adverse patient effects were reported.